Manufacturer narrative:
Internal complaint number: (B)(4). MFR 3010079947-2018-00040 is related to MFR 3010079947-2018-00039.

Event description:
It was reported that a loose intrathecal pump was observed along with a catheter kink. Surgical intervention was taken to revise the pump pocket and unkink the catheter.